Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. The customer stated that the device was exposed to an MRI machine. The blood glucose reading at time of call was 140mg/dl. Troubleshooting was performed, and the displacement test could not be performed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind as a result of a motor encoder signal being out of phase. The device was received with a cracked case at the corners of the display window.